Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced a high blood glucose value of 400 mg/dl. The customer was treated with insulin pump. Customer did not experiences any symptoms related to the high blood glucose. Customer's wife declined the troubleshot for high blood glucose. Insulin pump will not be returned for analysis.